Event description:
Administering injection with a 1 ml vanishpoint syringe, lot: g357a, exp: 9/28/2027. Part way through injection, needle became partly loose from syringe and medication was flowing onto the leg. Needle removed completely. It was visibly loose but retracted fully with no problem.